Event description:
It was reported that the implantable neurostimulator (ins) had a 'couple electrodes that were out of range, so the physician replaced the pocket adaptor and the impedance values were in the normal range.' It was noted that the longevity estimate of the battery was about a year. It was further noted that the battery was at 2.92 volts. Additional information reported that 'after replacing the adapter, the impedance ranges on electrodes 2 and 3 were back within range and no further action was taken'. It was noted that the 'adapter was discarded by the account.' The patient outcome was not provided.

Manufacturer narrative:
Product ID: 64002, lot#: n326680, serial# : implanted: 2012 (B)(6), explanted: product type: adapter. (B)(4).